Manufacturer narrative:
The 5 instruments were returned; here is eval: 33310dy dc: hc - no problem found manufactured: 08/07; 33310dy dc: oz - shaft slightly bent; functions fine. Manufactured: 2/10; 33410dy dc: hc - shaft slightly bent; functions fine. Manufactured 8/07; 33410dy dc: ic - shaft slightly bent; functions fine. Manufactured 9/07; 33410dy dc: cb - gouges and dents on top of non-stationary jaw; functions fine. Manufactured 3/08. Our eval of these atraumatic graspers showed no defect or condition that would have led to pt bleeding when used in a clinical setting. Other than confirming the original report of pt impact. We have been unsuccessful in obtaining further info from the hosp that might explain the event. We have no other complaints on record for this issue with these instruments.

Event description:
Allegedly, during a gastric bypass procedure, the doctor claimed that when he made contact with the bowel, this instrument and 4 other similar instruments caused bleeding during same procedure. Injuries were described as minor. Procedure completed with different instruments with the same part numbers.